Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the patient was experiencing persistent pain at the ipg pocket site. The patient stated she had persistent pain at her ipg site even when the stimulation was turned off. The patient¿s physician advised the patient to use pain relief patches to address the issue.